Event description:
It was reported that the device was not holding. No patient injury was reported.

Manufacturer narrative:
A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube. It also failed the 50 pound weight test and had a piston migration of 3.51 inches, which is indicative of oil loss. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Device history record review found no deficiencies during the manufacturing of this device.